Event description:
The hcp reported that the device was explanted due to infection. The pump pocket incision was oozing white thick fluid. Approx 1 cm in diameter opening over the pump with drainage was noted. The pump and catheter were explanted. Pt outcome was not reported.